Manufacturer narrative:
Nellcor is attempting to gather further information related to this report. If any new information is provided, it will be summarized in a supplemental report.

Event description:
Nellcor puritan bennett received a report where it was claimed that the device was giving high readings.